Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast and blood in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. There was a 2mm long puncture scratch to the inflation lumen located 1mm proximal from the rapid port exchange (rpe).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed target lesion was located in the mildly to moderately tortuous left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed target lesion was located in the mildly to moderately tortuous left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.